Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 17june2019. The manufacturer's field service engineer (fse) could not confirm the reported issue. Customer reported problem cannot be duplicated. Performed external and internal visual inspection on v60, checked for loose wires, tubing and everything was connected. Overlay power switch was replaced on the last service for the same reason. The manufacturer¿s field service engineer (fse) replaced the power management board, user interface to power management board cable and user interface pcb board as a preventive measure. The unit successfully passed the required performance verification test.

Event description:
The customer reported system won't power off correctly. Unit powers on and off randomly. There was no patient involvement.